Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the positioning hook needed to be replaced however it was noted that the external pulse generator (epg) failed the incoming test on 'heart wire test'. The flex tape, four contacts and two patient output connectors were replaced but the issue remained. It was determined that the device could not be repaired and has been returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s positioning hooks needed to be replaced. The device has been returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.